Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review revealed a diagnostics problem.

Event description:
It was reported that the device clearly mode switched but some of the the diagnostics did not reflect the mode switch. The device remains in use. No patient complications have been reported as a result of this event.